Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that there was an elective replacement indicator (eri) message seen on one side, and the battery level is at 2.56v. The patient stated they just had the implant done and there was an allegation/dissatisfaction with the ins longevity. It was recommended to follow-up with the healthcare provider (hcp) regarding estimated time for end of service (eos). No patient symptoms or further complications were reported as a result of this event.